Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited noise oversensing. Insulation breach was suspected due to direct radiation therapy. The patient was not symptomatic. The lead was capped on (B)(6) /2019 and the entire system was replaced on the right side. The patient was stable.